Event description:
Healthcare professional reported a patient was injected with juvederm® volift® xc in the lower lips area and noted a whitening area that generalized on the lips. Healthcare professional stopped the injection and performed vigorous massage due to a suspected vascular necrosis. Patient began to show a right hemilabial violaceous area, which also reached the chin area, so the physician decided to start a hyaluronidase protocol. 500u of hyaluronidase were applied to the affected area with local heat and massage. After 4 applications, improvement of the coloration was evident. Patient was prescribed aspirin 300 mg.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information noted patient had total resolution of the condition with protocol use of hyaluronidase with complete resolution on the same week of all the symptoms. Currently with no type of sequel.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with juvederm® volift® xc in the lower lips area and noted a whitening area that generalized on the lips. Healthcare professional stopped the injection and performed vigorous massage due to a suspected vascular necrosis. Patient began to show a right hemilabial violaceous area, which also reached the chin area, so the physician decided to start a hyaluronidase protocol. 500u of hyaluronidase were applied to the affected area with local heat and massage. After 4 applications, improvement of the coloration was evident. Patient was prescribed aspirin 300 mg.